Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The patient reported shocking when sitting in a metal chair. The patient also felt stimulation in the leg by knees and in right hip. This occurs daily. No trauma or falls were reported. There was no recent medical testing or electromagnetic interference reported. The patient programmer showed the stimulation was on. No loss of therapy was reported. If additional information becomes available, a follow-up report will be submitted.